Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. Customer's blood glucose level was 658 mg/dl. The customer was thirsty and was urinating frequently. The customer treated his blood glucose level with shots. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.